Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of the DHR as the lot number was not provided, DHR review can¿t be performed at this time. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single ap chest demonstrates malleable plate and screw fixation device involving the posterior aspect of the right 10th and 11th ribs with a fractured inferior plate. Overall size of the implants is appropriate. Fractured posterior right 11th rib malleable plate. Normal bone mineralization. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided radiograph. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient has experienced a plate fracture on an unknown date after undergoing a sternal procedure approximately 2 years and 8 months ago. A revision is not planned at this time as the patient has declined further intervention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.